Event description:
During a trial and evaluation cervical laser discectomy procedure, the jaw broke. Irrigation was done and xray results were negative. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: visual inspection of the flexible grasping forceps showed the jaw to be broken. The circular rivet hole shows a small segment piece broken off. The rivet is missing. This forceps is a 3 fr. Size with a flexible 260 mm working length. Cause of event: no conclusion can be drawn. This was a trial and evaluation of the forceps with the surgeon for the first time.